Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.2 was unable to open and displayed a required maintenance error. The user rebooted the station and tried to recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.2 was failed. A field service engineer (fse) reported that the half-height cubicle pockets were intermittently failing and missing in the medication application configuration. The fse replaced the drawer slide rail bumper stops, reseated all row board cable connections, and reseated all cubicle trays and pockets. The fse performed testing and confirmed that all cubicle pockets and the drawer functionality were successfully restored. The system functioned as intended after the field service engineer repaired the device.